Manufacturer narrative:
Adverse event was identified at the follow-up (6 months after surgery). No lot number is available so no investigation is possible at this stage. Additional information has been requested from the company representative.

Event description:
The four cranial most screws fractured within the bone. The case has not been revised yet, so the surgeon cannot make a true assessment.